Manufacturer narrative:
Other text: the device has not been returned to the investigation facility; it is currently pending analysis. A follow-up report will be submitted at the conclusion of the investigation. E1. (B)(6).

Event description:
The customer reported that the device powered off by itself. There was no patient impact or consequence reported.

Event description:
The customer reported that the device powered off by itself. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. During evaluation the device was able to power on and off as designed during functional testing. The customer complaint was not duplicated. Health effect impact code: no adverse event; no patient impact. E1: initial reporter street address exceeded maximum allowable characters, street address is as follows: (B)(6). E1: initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). E1: initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6).